Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented a communication error message. The issue was identified during set up / inspection for use, before patient was in the room. There were no reports of patient involvement.